Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an opened wound under the lifevest equipment. Patient described the area as raw and cutting into their skin, as well as bedsores and indentations. There was no alleged device malfunction contributing to the irritation. The patient contacted their physician regarding the skin irritation, but there is no indication that the physician made any recommendations. Outcome of the irritation is unknown as follow up attempts were unsuccessful.